Event description:
Attention, due to its content this message is to be seen from a woman only, please and thanks; on (B)(6) 2023 I purchased a package with 36 pads always maxi sanitary pads for menstrual cycle. These were 100% leak-free. I purchased those at (B)(6). Each one of these pads had and has a chemical plastic odor on it and they made me itch and caused redness on my skin while I used them. Please inspect these sanitary pads and do what is needed to be done. Should you have any questions and also to confirm that you received this message, please call me at (B)(6). Thanks.